Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
This report is duplicate/additional information to MFR. Report # 2916596-2018-01096. It was later reported that the patient presented to the emergency department with generalized weakness and shortness of breath. The patient received 3 units of packed red blood cells (prbcs) and 2 units of fresh frozen plasma (ffp) for rapid correction of international normalized ratio (inr). The patient underwent an upper gastrointestinal (gi) enteroscopy. The enteroscopy was negative for any pathology and did not require any intervention. The patient's hemoglobin remained stable following the enteroscopy. The patient remained hemodynamically stable. The patient was discharged on (B)(6) 2018 on protonix 40 mg by mouth twice daily with followup in 1 week.

Manufacturer narrative:
Sections d4, h4: corrected data. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: this per was determined to be duplicate/additional information to catsweb complaint (B)(4); (B)(4). A direct correlation between heartmate 3 lvas and the patient's gi bleeding event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU list bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on anticoagulation regimens and inr ranges that should be maintained for patients using the heartmate 3 lvas as well as anticoagulation considerations in patient's with a risk of bleeding. No further information was provided. The manufacturer is closing this event.